Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The screen was white. Programmer functions using an external monitor. The keyboard hinge screw was not secured and the keyboard was loose. Back light inverter was damaged during investigation. A printed circuit board was found out of electrical specification.

Event description:
It was reported there was a white screen. It was also reported the door was broken. The programmer was returned for repair. No patient involvement or complications were reported.